Event description:
Reports 2 erratic results. Unknown if patients were symptomatic. No apparent adverse event. Report 1 of 2 (sars).

Manufacturer narrative:
Investigation conclusion: root cause: source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: user error, source: phone. Follow-up 1 updates: b4 - updated date of report to reflect date of follow-up, g6 - updated type of report to "follow-up" and indicated follow-up 1, h6 - updated type of investgation, investigation findings and investigation conclusion, h11 - updated details.

Event description:
Reports 2 erratic results. Unknown if patients were symptomatic. No apparent adverse event. Report 1 of 2 (sars).